Manufacturer narrative:
The reported lot number does not provide a match in gcs2; therefore, the manufacture date and expiration date are unknown. (B)(4) fiber tip detached. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a lighttrail 365um single use laser fiber was used during a bilateral laser procedure for kidney stone performed on (B)(6) 2016. Reportedly, the laser unit used was an auriga xl 50 watts with laser settings of 12 hertz and 1200 mj. According to the complainant, during the procedure and inside the patient, the tip of the laser fiber detached and was seen floating around the stone in the calyx of the kidney. The fiber tip was not retrieved and the physician thinks that it would naturally pass out of the patient along with the remaining stone fragments. The procedure was completed with the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.